Event description:
Code-blue alarm monitored by operators failed to indicate the room number of a code. It indicated the floor, not the room number. The code-blue alarm worked on the floor that the code was on. This prevented the code team from responding. The nurses on the floor successfully revived the pt. With no further complications. The MFR re-configured the software and the system is now fully functional.